Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was not monitoring bg levels. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.